Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during follow-up low r-waves and low impedance were observed. X-ray was inconclusive. Patient will be monitored.